Manufacturer narrative:
Device codes were inadvertently omitted from previous reports. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with an annulus perimeter of 66.5 mm and advanced calcification, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 14 mm balloon. Following the bav, the valve was deployed; however, due to the severe calcification and poor frame expansion, the implant depth was shallow, resulting in the valve dislodging towards the ascending aorta. When the delivery catheter system nosecone was pulled back, the valve completely detached from the annulus. Subsequently, a second valve was implanted while using a snare and wire to capture the first valve. A dissection was observed in the ascending aorta, and a contrast computed tomography was scheduled following the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: other relevant device(s) are: product ID: evolutfx-26, serial/lot #: (B)(6), ubd: 22-jun-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [vlv e volutfx-26] product ID [evolutfx-26] serial/lot [(B)(6)] use by date [2025-07-31] UDI [(B)(4)]. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that 3 days prior to the transcatheter aortic valve replacement (tavr) procedure, the patient¿s creatinine increased from 1.4 to 2.2. Treatment for acute kidney injury continued with fluid replacement. The tavr procedure was performed after improvement of acute heart failure. 2 days following the implant of the valve, magnetic resonance imaging (MRI) was performed that revealed findings of an acute cerebral infarction. The patient¿s blood thinner medication was planned to be continued, and the patient was sent to rehabilitation to work on gait training. The patient¿s symptoms stabilized. Follow-up with the stroke department was completed 5 days later. 8 days following the implant of the valve, the patient¿s overall condition worsened due to decreased activities of daily living, resulting in anorexia and subsequent electrolyte imbalances. A decrease in renal function occurred, so supplemental fluids were initiated. 1 month and 21 days following implant of the valve, multi-organ failure was observed. 3 days later, multi-organ failure progressed, and the patient died. The cause of death was multi-organ failure. Per the physician, the valve and the valve implant procedure did not cause or contribute to the death.